Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the percentage of oxygen (o2) value was lower, around five percent than the fractionated of inspired oxygen (fio2) set point. The device was not changed out, as the user monitored the blood parameter monitor (bpm) and controlled fio2. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.